Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas would not power on after an extended period off the charger, and a replacement charging pad did not resolve the issue; the device displayed a solid green light on the charger but failed to start, consistent with a device power-up failure associated with battery depletion or charging circuitry malfunction. Symptoms included no insulin delivery due to the device not powering on. Outcomes included continuation on backup therapy without reports of hypoglycemia, hyperglycemia, hospitalization, or injury. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.